Manufacturer narrative:
On 22-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac perforation requiring a pericardiocentesis. It was reported, that during a re-do atrial fibrillation/left atrial flutter case while ablating in the left atrium on the anterior wall during a mitral septal line, there was a steam pop. Following the steam pop, a very small perforation/pericardial effusion occurred. 30 minutes later the patient's blood pressure began to drop. There were no other patient symptoms. After 45 minutes a pericardiocentesis kit was called for. They confirmed the effusion using an external echo. They drained 630 ml of fluid (all auto-transfused). After they drained the effusion, the patient stabilized and remains stable. They reported that during the steam pop, the wattage was at 50 watts, and it was during a total of a 65-second burn. The steam pop occurred at the 65th second of the burn and they immediately came off of ablation. The first 30 seconds of the burn had an ablation catheter force reading of between 20 and 30 grams. They reported that in the last 35 seconds of the burn, the force was fluctuating between 40 to 70 grams (with an average force being 55 grams.) They wanted to note that they could not confirm the product was associated with the cause of the effusion. The physician¿s opinion on the cause of this adverse event is that ablating at too high of wattage was his issue. He localized the relevant burn in which caused the steam pop and pointed out his extraordinarily high force and duration of the lesion which surprised him. He since seems to be informed that this was caused by a combination of his force, lesion duration in conjunction with high wattage. Outcome of the adverse event was reported as fully recovered (no residual effects). The patient was admitted, kept overnight and monitored to ensure a return of stable pressure and cardiac function. Correct catheter settings were selected on the generator and the ump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used were range: 1mm, time: 5s, force over time: 55% @ 5g, tag size: 2mm. No additional filter used with the visitag. Color options used prospectively was force time intervel (fti). The steam pop occurred at the stage of the anterior mitral line ablation following mapping. Generator parameters was power control mode, 40 degrees. The length of the ablation cycle when the pop was observed at the same tip position was at 25 seconds. No errors reported by the biosense webster inc systems.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac perforation requiring a pericardiocentesis. It was reported, that during a re-do atrial fibrillation/left atrial flutter case while ablating in the left atrium on the anterior wall during a mitral septal line, there was a steam pop. Following the steam pop, a very small perforation/pericardial effusion occurred. 30 minutes later the patient's blood pressure began to drop. There were no other patient symptoms. After 45 minutes a pericardiocentesis kit was called for. They confirmed the effusion using an external echo. They drained 630 ml of fluid (all auto-transfused). After they drained the effusion, the patient stabilized and remains stable. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature, impedance, cool flow pump, pressure gauge test and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A cool flow pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac perforation requiring a pericardiocentesis. It was reported, that during a re-do atrial fibrillation/left atrial flutter case while ablating in the left atrium on the anterior wall during a mitral septal line, there was a steam pop. Following the steam pop, a very small perforation/pericardial effusion occurred. 30 minutes later the patient's blood pressure began to drop. There were no other patient symptoms. After 45 minutes a pericardiocentesis kit was called for. They confirmed the effusion using an external echo. They drained 630 ml of fluid (all auto-transfused). After they drained the effusion, the patient stabilized and remains stable. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 31028008l identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).